Event description:
The customer reported that the patient was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2012, supported by circulatory support system (css) console #36. Css #36 passed a console test validation protocol prior to the implant surgery. The customer also reported that this was a very complicated case with profound clinical issues. On (B)(6) 2012, the patient was switched from the css console primary controller to the backup controller because of low cardiac output flows. The cardiac output and flows on the primary controller were one litter lower than the backup controller but were still within the normal support limits of the tah-t. Flows improved slightly for about 10 minutes before dropping again. The patient was taken back to surgery for tamponade, and the flows improved. The patient was switched from css console #36 to a companion 2 driver on (B)(6) 2012.

Manufacturer narrative:
The patient expired on (B)(6) 2012. Css console #36 was returned to syncardia. The console passed the initial console test validation protocol. The css console was connected to a normotensive mock tank (patient simulator) and both the primary controller and backup controller were within specification. The investigation is in process. At this time, there is no indication of a device malfunction that would have caused or contributed to the patient's death. The results of the investigation will be provided in a supplemental MDR.